Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device's inspiratory tidal volume (vti) levels were high. There was no patient involvement associated with the reported issue. The issue was first observed during a routine morning equipment check with a test lung. However, the medic examining the device later placed himself on the ventilator to troubleshoot. During his examination of the device he observed that it displayed the high-pressure alarm, and he felt as though the device was not providing adequate air flow. The medic also noted that the device did not allow for an exhalation period, which could potentially lead to the overinflation of the lungs.

Manufacturer narrative:
H6: ventec downloaded and reviewed the device's electronic records (system logs) for analysis. Ventec confirmed that the device had previously logged alarms for high inspiratory pressure. The device was then evaluated by ventec where the reported issue of high inspiratory tidal volume (vti) levels could not be duplicated. Ventec confirmed proper device operation through functional and performance testing. As a precaution, the internal flow transducer (ift) was replaced. The cause of the reported issue could not be conclusively determined.